Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 476 mg/dl and she treated with the insulin pump. Her symptoms included thirst and disorientation. Troubleshooting was performed. The drive support cap appeared normal. A couple of air bubbles were found in the tubing. The settings and history were correct with no significant findings noted. The customer had already performed a set change and stated the cannula had a little curve in it and there was a big bubble in the reservoir. The customer performed a .2 unit and a .5 unit bolus with no problem, changed the insertion site, stated everything was working and blood glucose was dropping. The customer also received a weak battery alarm, and it was explained the insulin pump would still function but battery life would be shorter than expected. Nothing further was reported.